Manufacturer narrative:
Correction h6: eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for evaluation however a review of the programmer data was carried out. Analysis of the mobile application logs indicated a usability issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when it was attempted to use the mobile programmer in a procedure for fixed burst pacing, the mobile programmer became unresponsive when the user pressed the pace button. It was noted that the implantable pulse generator (ipg) had been programmed to pace the rv, at 330ms, 5v@0.4ms when pressing the burst pacing button. The user exited the screen and re-opened it adjusting the rate to go a little slower (360ms) and pressed the pacing button again whereupon pacing started. The user continued to hold down the button however mid-way the mobile programmer again became unresponsive and pacing stopped. The user attempted to press the button to no avail. The transcatheter aortic valve replacement was deployed during the time of pacing and pacing was not requested for the remainder of the procedure. It was noted that capture had been tested prior to the procedure with no issues, electrocardiogram (ECG) was visible throughout, both patient connector and hosting tablet remained within 4 feet of the patient, blue-tooth was being used and wireless fidelity (wi-fi) was turned off. The customer expressed dissatisfaction that pacing stopped earlier than requested. The mobile programmer remains in use. No patient complications have been reported as a result of this event.